Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer intermittently experienced a high blood glucose (bg) level over 600mg/dl. The cause of the high bg was unknown. Customer drank water, administered a manual insulin injection, and delivered a bolus to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.